Event description:
In 2009, the patient reported that at 10:21pm last night her blood glucose was elevated to 274 mg/dl. She treated her reading by bolusing insulin but her blood glucose was still elevated to 171 mg/dl at 9:30am today. She disconnected from her insulin infusion headset tried to prime through the tubing but no insulin came out. She said, she noticed air form at the end of the tubing and she thinks the insulin was flowing back into the tubing. She stated there was no insulin leaking from the cartridge or at the luer lock. She switched to her backup insulin infusion device. To troubleshoot, her primary device alarm history was checked and she stated she received a battery depleted alert at approx 5 weeks prior which was the last time the battery had been changed. The patient placed a new proper battery into her device and she was assisted in switching back to her primary device. She successfully primed the tubing and reconnected to her headset. She was advised to change the battery every 4 weeks. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.